Event description:
During a routine hemodialysis treatment, the patient had stopped the blood pump for 5 minutes due to arterial alarms. Patient was advised to discontinue the treatment without rinsing back blood due to the length of time the blood pump was stopped. Pt had a 190cc blood loss. Physician order initiation of iron therapy, 200mg of IV iron x 5 doses. No other medical intervention was required.

Manufacturer narrative:
The exact cause of the arterial air and pressure alarms cannot be identified but is typically caused by restrictions in the access flow. No evidence of a device malfunction. The blood loss is attributed to the operator stopping the blood pump for a extended period of time and not returning blood in a timely manner. No other similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.